Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the device was explanted. Per the analysis receiving note, the catheter access port had broken off the pump and the outlet port was damaged. It was noted in device registry that the patient was expired. A nurse verified that the drugs in the pump were morphine sulfate and bupivacaine. She had no information regarding the patient's death or device. There was no allegation that they were connected.

Manufacturer narrative:
Final analysis of the pump found the catheter access port (cap) was damaged and detached from the pump. It may likely have been done during explant. This pump was explanted in 2004 and had been running at a simple continuous rate for the past seven plus years. Also, a pump memory error occurred, though this likely occurred due to the pump running empty for a long period of time. This pump also had a low battery alarm that occurred after the pump ran for a short period of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.